Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was the caller indicated that they were trying to use the therapy application to connect to an ins and were getting error code 0x59a89a8f. The caller opened the patient data services application and then reopened the therapy app and tried to interrogate the ins. The caller indicated that the tablet displayed error code 000100bb and the caller was able to bypass the message and connect. After the tablet connected to the ins the caller indicated that they did not have time for any other troubleshooting and ended the call. The issue was not resolved through troubleshooting. The caller was working with a new ins that was not implanted. Additional information received stated that the rep was instructed to open up the therapy app on the clinical programmer and then go into patient data services. Once the rep opened patient data services the rep was told they should have access to the programmer. Once the rep completed the directions, the clinical programmer worked fine. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID a71200: product type software, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.